Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. Masimo was informed the product used for this event was discarded. The product lot information was not available. If new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the patient experienced abnormally low pr. The patient was auscultated and the heart rate was normal. The patient was stable before and after. The oximeter indicated pr of 63, hr was 110. No consequences or impact to patient.